Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 200-300 mg/dl. In an attempt to resolve the occlusion, the customer would change the supplies to the pump and a bolus of insulin would then be delivered to address the bg level. Tandem technical support was unable to troubleshoot for the past occlusions; however, a system check was performed on the current supplies and the occlusion appeared to be in the cartridge. After inserting a new cartridge, the customer has not had any further issues.